Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Event description:
It was reported that the device failed the oxygen (o2) test. No patient injury was reported. Additional information was requested; however, no further information was received

Manufacturer narrative:
Other, other text: no patient involvement. (Updated b5) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received via email (B)(6)2022. Event occurred during preventive maintenance. No patient involvement.

Manufacturer narrative:
Manufacturing device history record review was not performed because no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a damaged input/output label, patient outlet fitting, and minor bowing of the front panel above the manometer. The top case contained a small crack at the top left and the input manifold assembly shifts on the bottom chassis. Functional testing found the continuous positive airway pressure (CPAP) is out of spec. Adjusted CPAP control to tolerance and replaced the damaged patient fitting per internal CAPA and trend analysis. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.